Event description:
It was reported that one of the struts of the metal basket fractured. When the filter was removed from the pt, it was noted that the filter had detached at the level of the filter tip. No pt effects were reported.